Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's meter and test strips were returned for investigations. Control solution testing was performed. All results were within the assigned range. The customer's complaint of high readings could not be substantiated with the information provided and the investigations performed.

Event description:
A complaint of high readings was received on a customer's xceed meter. The customer obtained a reading of 194 mg/dl compared to a laboratory reading of 90 mg/dl. When plotting the readings on a parkes error grid, the results fall in the 'c' zone showing the difference to be clinically significant. The test were performed within a ten minute timeframe. The customer is pregnant.